Event description:
Additional information was received indicating that this lead had micro dislodged or perforated the heart wall. The revision procedure was successful. At the revision, the lead header connection was checked and no anomalies were noted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and a drop in pace impedance measurements a day post implant. A x-ray of the system was taken but was inconclusive. A lead revision procedure took place, and this lead remains in service. No additional adverse patient effects were reported.